Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Tip of the distractor where the activation arm connects to the body broke during the distraction period. Patient was brought back to the or on (B)(6) 2017 and distractor was removed and replaced with a new distractor.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.